Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 900 mg/dl and had a heart attack. A manual insulin injection was administered to address the bg level. Customer could not recall treatment received at ICU. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the pump battery could not be charged, resulting in the pump shutting down. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 900 mg/dl and had a heart attack. A manual insulin injection was administered to address the bg level. Insert treatment received in ICU. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the pump battery could not be charged, resulting in the pump shutting down. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.